Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Also it was mentioned that the set was pulled out and discarded. Later the customer called back and felt nauseous on their way to work. Bgs were checked in the evening and were high. The customer did not treat with bolus or injections. Also the customer mentioned that the cause of their admission was dka. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.